Manufacturer narrative:
Customer provides a picture of the catheter handle, confirming the reported foreign matter observed on the catheter handle. Based on testing of a returned device with similar attributes, the material on the device is likely 4311 loctite adhesive that is blooming due to the adhesive used to glue the handle not being fully dry when the product is packaged. The reported event was confirmed.

Event description:
It was reported that a farawave ablation catheter 31mm during preparation for a pulmonary vein isolation to treat an atrial flutter, present some blooming white stains on the handle. To solve the issue the catheter was replaced and the procedure completed without patient complications. The device will not be returned because the reported issue is known to the facility.

Event description:
It was reported that a farawave ablation catheter 31mm during preparation for a pulmonary vein isolation to treat an atrial flutter, present some blooming white stains on the handle. To solve the issue the catheter was replaced and the procedure completed without patient complications. The device will not be returned because the reported issue is known to the facility.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.